Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to communicate with cii safe device. The technical support specialist (tss) had connected remotely, signed in as pyxis support and identified multiple ghost pockets in ciisafe using database interactive structured query language. The tss had resolved the issue by clearing the inventory for the location, and update database. Cmd had been executed. The ciisafe had been rebooted, ensuring proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating with ciisafe. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.